Event description:
In (B)(6) of 2019, I received a letter regarding recall of allergan implants. I had allergan silicone implants placed under the muscle in (B)(6) of 2010. Prior to receiving the recall letter, I had begun experiencing pain, swelling and tenderness in the right breast. The pain began to increase and both breasts began to feel extremely full, heavy and painful to the point that I had to wear a sports bra every day all day and oftentimes at night as well. I had been experiencing what I can only describe as brain fog (I would start a conversation and forget where I was headed with it), I would forget what I had went shopping for if I didn't write it down, my energy level had decreased, I experienced neck and shoulder pain continuously. In (B)(6) of 2019, I went to my family physician as I could no longer handle the pain (which was worse in the right) and continuous pressure in both breasts. Upon examining me and voicing that the right appeared visually smaller, she scheduled me for a mammogram and us, both needed before a breast MRI. Upon nothing of note from either of those, I was scheduled for an MRI. The MRI showed rupture of both breast implants. Upon referral from my family physician, I met with a plastic surgeon to discuss explant. Surgery was done (B)(6) 2020 in (B)(6). FDA safety report ID# (B)(4).